Event description:
The manufacturer received information alleging a ventilator shut down from a ventilator inoperative condition and the patient expired. The manufacturer is currently investigating this event and will file a follow up report when the investigation is complete.